Event description:
It was reported to philips that the system displayed the message low free space. The device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the reported issue occurred during a procedure that was completed by deleting the older exams to make enough space for the ongoing procedure. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log file found no significant errors. However, further troubleshooting confirmed that the system required the database consistency test/repair. To resolve the reported issue, the fse performed the database consistency test & repair and recreated the image storage. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.